Event description:
The wife of a patient called for medical information and additionally reported adverse events. On a date not obtained, the patient had a trapease placed in an unspecified vessel for an indication which could not be obtained. Beginning on a date which could not be obtained the patient experienced complications with the trapease filter, described as I have a husband that is in the hospital right now with a completely clogged filter, he' s been told that it can not be removed, and the man is swollen from his toes up to his belly button. Give me a name or give me a number or transfer me to somebody before my husband dies. They don't know any doctors that can unclog this so now they are dealing with blood thinning him and the possibility of him not ever having the quality of life that he had, your product has malfunctioned, you manufactured it and it was put in his body and now it's not working correctly. It's not working properly, it's taking away his quality of life right now if not his life. Due to the nature of the report, no additional information was available as the patient's wife refused. Additional information was provided by the wife of patient. She stated that he has been hospitalized for 2 weeks. The filter was noted to be fully occluded and thrombosed, and her husband's legs are very swollen. The patient was given heparin and coumadin. She verbalized that the physician stated that it is "life threatening" to remove the device, so she is trying to see if the device should be removed. The indication for trapease placement was a pulmonary embolism. The patient had a pe after a hip replacement surgery. The date of implant was unable to be obtained. Medical records will be requested.

Manufacturer narrative:
Addendum (24-jul-2015): medical records pertaining to filter placement were provided by the vascular surgeon. The patient who had an extensive history of lower extremity venous thromboses with pulmonary embolism (1989) had the filter placed on (B)(6) 2009, in preparation for a right total knee surgery in (B)(6) 2009. A pelvic venogram was obtained on the day of filter implantation which demonstrated a patent right external, common and internal iliac vein in addition to cava. A cavogram was obtained, which revealed bilateral patent renal veins. The trapease ivc filter was positioned and deployed at the infrarenal position. Repeat cavogram was obtained which showed good angiographic and technical results. There was no thrombus or duplicated caval system noted. Medical records pertaining to the recent hospitalization and thrombosis event could not be obtained. The date of device implant has been updated. (Medical history) has also been updated with the information provided. Complaint conclusion: the wife of a patient called for medical information and additionally reported adverse events. The patient had a trapease placed in the inferior vena cava in preparation for a right total knee surgery. Approximately 6 years following filter implantation, the patient experienced complications with the trapease filter, described as I have a husband that is in the hospital right now with a completely clogged filter, he's been told that it cannot be removed, and the man is swollen from his toes up to his belly button. The filter was noted to be fully occluded and thrombosed, and her husband's legs are very swollen. The patient was given heparin and coumadin. Give me a name or give me a number or transfer me to somebody before my husband dies. They don't know any doctors that can unclog this so now they are dealing with blood thinning him and the possibility of him not ever having the quality of life that he had, your product has malfunctioned, you manufactured it and it was put in his body and now it's not working correctly. It's not working properly, it's taking away his quality of life right now if not his life. She stated that he has been hospitalized for 2 weeks. She verbalized that the physician stated that it is "life threatening" to remove the device, so she is trying to see if the device should be removed. According to the patient¿s wife, the indication for trapease placement was a pulmonary embolism. The patient had a pe after a hip replacement surgery (1989). Medical records were provided. The (B)(6)-year-old male patient had an extensive history of lower extremity venous thromboses with pulmonary embolism (1989). A pelvic venogram was obtained on the day of filter implantation which demonstrated a patent right external, common and internal iliac vein in addition to cava. A cavogram was obtained, which revealed bilateral patent renal veins. The trapease ivc filter was positioned and deployed at the infrarenal position. Repeat cavogram was obtained which showed good angiographic and technical results. There was no thrombus or duplicated caval system noted. Medical records pertaining to the recent hospitalization and thrombosis event could not be obtained. The product was not returned for analysis as it remains implanted. Review of lot 14129904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis in the filter is a well-known potential complication. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological, and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. No corrective or preventive action will be taken, given that; with the information provided the reported event does not appear to be related to the manufacturing process.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4).